Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that the device exhibited a no output anomaly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room after receiving a vibratory alert. The device was unable to be interrogated and suspected to be prematurely depleted. The device was explanted and replaced. The patient was asymptomatic before, during and after the procedure.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.